Manufacturer narrative:
Additional information: section d-9: device available for evaluation: no section d-9: device date returned to manufacturer: no section h-3: device evaluated by manufacturer: yes device evaluation: photos of the suspect product was attached to the complaint file. Photo analysis reveals the lot information of the product. Photo analysis also reveals what appears to be a blurry black mark on a monitor screen. Light reflections and bubbles can also be seen. Due to the quality and resolution of the photo, it cannot be confirmed if the black mark is what customer reported as foreign material. At the time of the investigation, product was not available for evaluation, therefore no testing could be performed. If product is received and product evaluation is required, this investigation record will be reopened to document product evaluation results. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the healon pro ovd contained a thread-like particle after being injected into a patient¿s eye. The surgeon successfully removed it using the phaco handpiece and no complications were reported. Additional information suggests that the foreign particle may have been present in the healon or could have resulted from contamination prior to delivery into the eye. It is possible that the hair originated from something in the sterile tray setup. Patient is doing well. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, a5, a6: unknown/ asked but not available. Section d6a: if implanted, give date: n/a section d6b: if explanted, give date: n/a section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.